Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was static and inaccurate. Customer continued to use the pump for insulin delivery. Customer's blood glucose was 263 mg/dl